Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration 500mcg/ml; dose 75.19mcg/day), and dilaudid (concentration 2mg/ml; dose 0.3008mg/day) via an implantable infusion pump. Additional patient medications included oral baclofen, lyrica, norco, ambien, lactulose, quetiapine fumarate, diazepam, seroquel, levetiracetam, colace, pantoprazole, and keppra. Patient medical history included no known drug allergies, electrocution and fall 18 feet on his head, non-malignant pain, chronic pain disorder, spastic paraplegia, chronic wheelchair use, myalgia, chronic use of opiate drugs for therapeutic purposes, postlaminectomy syndrome (lumbar), encounter for therapeutic drug monitoring, drug or alcohol abuse, hypertension, spasticity, anxiety/depression, insomnia, (B)(6), anemia, constipation, (B)(6), every day smoker, and alcohol withdrawal seizure. Past surgery included lower back spinal fusion, lumbar laminectomy, and intrathecal baclofen trail with 1ml of 50mcg/ml baclofen which provided 70-80% pain relief for 4 hours. Per the patient, he had 15 past surgeries. The patient was not getting relief from the pump therapy and considered having the pump explanted. The patient had 30% and 10% dose increases. The patient had been in the hospital 8 times over the past 3 months for pain in his legs and back. At the hospital the patient was given norco and dilaudid and the dilaudid helped the patient a lot. The patient was in constant pain and his spine hurt, his legs were throbbing and killing him. The patient also stated that the pump hurt his stomach and it was digging into his intestines, and the catheter hurt his spine. The patient had not been able to walk. The hcp had not checked the catheter but checked the pump and confirmed that there was medication in the pump. Clinic notes were provided from the hcp from the patient's last visit to the pain clinic on 2015-(B)(6). The previous office visit had been 2015-(B)(6). Patient reports increased pain, generalized over the entire body, and request increase in concentration this visit; if ineffective for pain relief he plans to it pump removed. Current medication regimen provides partial pain relief without any adverse side effects reported by patient. Patient request norco prescription this visit. The patient presents for a recheck of paraplegia. This is incomplete paraplegia. The patient sustained the injury 4 year(s) ago (on (B)(6) 2011). The injury occurred at work (he grabbed an electrical cable and was stuck to it while being electrocuted at the same time). Symptoms include pain and spasticity. Pain is located in the back (bilateral hips, with radicular pain and nerve pain down his legs with mild paraplegia). The patient describes the pain as sharp (shocking, unbearable, miserable, and stabbing), aching and throbbing. The symptoms occur constantly. The patient describes this as severe and worsening. Symptoms are exacerbated by decreased mobility, suboptimal positioning and suboptimal cushioning. Symptoms are partially r-relieved by opioid analgesics. Review of the patient revealed tiredness, elevated blood pressure (142/66), back pain, decreased range of motion, leg weakness, myalgia, weakness in extremities, numbness and tingling, depression, anxiety, insomnia, impaired cognitive function, and alcohol use. The patient currently had a pain level of 10/10 pertaining to bilateral hips and lower back bilaterally. The pump was refilled during the appointment with no changes. The etiology of myelopathy was unclear. The patient also had lumbar facet arthropathy along with radiculopathy. The patient's spasticity was increasing and was not well controlled by oral baclofen. The patient's spasticity was much improved with the intrathecal baclofen. Despite the pump refill, the patient planned to contact his surgeon to have the pump removed. The patient was to follow up before his new pump alarm date of (B)(6) 2015. Patient outcome was unavailable at the time of the report.